Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. The consumer was asked to perform the scratch test; the logo did not scratch off which indicates the product is not likely to be counterfeit.

Event description:
Circle part of my precision clean brush head fell off [device breakage]. No adverse effect [no adverse event]. Case description: a female consumer age unspecified, reported on (B)(6) 2014 she used an oral-b rechargeable toothbrush, version unk and the circle part of her oral-b precision clean brushhead fell off the shaft completely.